Manufacturer narrative:
(B)(4).

Event description:
It was reported that "positioning the vascular access and subsequent removal of the guideline as usual. When the guideline was removed, it completely uncoiled. This occurrence occurs on two catheters of the same brand, same batch. The third functioned normally." There was no patient complications. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00763.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided five photos for analysis. The images show visible unraveling throughout the guidewire body. The complaint of guidewire unraveled was able to be confirmed by the photos, however, a complete visual inspection to evaluate the cause of the damage could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "precaution: use care when removing guidewire. If resistance is encountered, remove guidewire and catheter together as a unit. Use of excessive force may damage catheter or guidewire." Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "positioning the vascular access and subsequent removal of the guideline as usual. When the guideline was removed, it completely uncoiled. This occurrence occurs on two catheters of the same brand, same batch. The third functioned normally." There was no patient complications. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 3006425876-2025-00763 and 3006425876-2025-00777.